Event description:
Reporter indicated that the vns system was explanted due to lack of efficacy. The generator and the entire lead were returned for analysis. The lead was returned cut into two pieces approx 384mm and 59mm long. Visual and electrical analysis of the returned generator found it to be operating within designed limits. Visual inspection of the returned 384mm portion of the lead assembly identified a break in the negative quadfilar coil near the electrode bifurcation point approx 23mm from the end of the electrodes. Evidence of melted and re-solidified coil surfaces along with mechanically flattened surfaces and fine pitting prevented identification of the coil fracture type. No discontinuities were identified with the 59mm lead portion. No serious injury was reported.

Manufacturer narrative:
Conclusions: the lead break most likely contributed to the reported lack of efficacy by preventing vns therapy from being delivered. Device failure occurred but did not cause or contribute to death or serious injury.